Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: according to feedback from commerical team by photo today, the event occurred during the surgery of aortic dissection great vessel, the artificial blood vessel was anastomosed with autologous aorta continuously, the suture was broken from the middle during the tightening of suture after sewing 3 4 stitches. Three intraoperative breakages, which require repeated removal and resewing, directly prolong the blocking time and significantly increase the surgical risk. And it feedback during knot tying, the suture split when the sliding knot was tightened. ¿ the suture is not clamped with the instrument all the time, only with the carrying needle ¿ without the felt piece ¿ no change of the assistant on the stage ¿ no change in the brand and model of artificial blood vessel , no change of surgical approach ¿ the surgeon has used this code for many years and has never had such a situation before. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a valve replacement surgery on (B)(6) 2026 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to tie a knot with suture. Total 3 products occurred suture breakage issue. Changed another one to complete the surgery. There were no patient consequences reported. No additional information was requested.